Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they went to the hospital a week prior to this report because the patient was going down-hill rapidly for no apparent reason. It was a local hospital, not where their deep brain stimulation (dbs) physician practices, so it was a matter of days before anyone checked the ins. Their ins was reportedly extremely low or dead. The friend/family member thought it was just one of the patient¿s inss, but wasn¿t sure. The patient had been in the hospital for 9 days at the time of this report. The replacement was originally scheduled for the day of this report, but was moved to (B)(6), which they thought was ¿completely ludicrous¿ to have to wait until then for a replacement. It was stated they thought it was related to some mix-up with a manufacturer representative. A manufacturer representative (rep) later confirmed that the patient¿s ins was at elective replacement indicator (eri) at 3.56 v on (B)(6). The rep was not able to be at the replacement on (B)(6), so the physician chose to reschedule for (B)(6) as it was determined the patient would not lose therapy based on their therapeutic settings. No further complications were reported. Refer to manufacturer report #3004209178-2017-14231 for details pertaining to the reportable related event.